Event description:
It was reported the insulin pump alarmed button error and none of the buttons are responsive. Customer's blood glucose was 145 mg/dl. Customer's mother reported the customer was outside and the device was under the towel not very hot there, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted during testing. No unexpected vibrating anomaly was noted. No unexpected number ramping anomaly was noted on the display. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, cracked belt clip slot and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.